Event description:
The customer reported that the tube developed a leak from the pilot balloon during patient use. The tube was replaced without further incident.

Manufacturer narrative:
The sample is expected to be returned but has not yet been received at the manufacturing plant for investigation. If the sample is received and significant information is identified during the investigation, a summary of the investigation results will be provided in a supplemental report. Information has been added to the database for trending purposes.

Manufacturer narrative:
The sample is expected to be returned but has not yet been received at the manufacturing plant for investigation. If the sample is received and significant information is identified during the investigation, a summary of the investigation results will be provided in a supplemental report. Information has been added to the database for trending purposes.

Event description:
The customer reported that the tube developed leak from the pilot balloon during patient..... The tube was replaced without further incident.